Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation; one event was confirmed during testing. The device was found to be affected by worn labeling. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the labeling, including safety switch labels, worn off the handpiece, which could potentially cause disorientation for the user, which may lead to unintentional running of the device. There was no patient involvement; no patient impact.